Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the rotor cover was found broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an exacta mix automated compounding device was damaged. There was no patient involvement. No additional information is available.